Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for two days and no unexpected powering off, blank display, or vibrate alerts noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. No moisture damage was found on the keypad assembly however, corrosion was found on the electronic assembly, motor, and force sensor during visual inspection. The insulin pump received with scratched case, broken battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that a pieced from the battery compartment broke off. It was reported that when the battery was changed, insulin pump began to vibrate. Customer also reported that insulin pump was exposed to moisture and had a blank display screen. Customer's blood glucose was 13 mmol/l. Insulin pump would need to be replaced.